Manufacturer narrative:
Sensor kit expiration date is 30-sep-2019. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as swelling, lump, and infection. Customer had contact with a healthcare professional who removed the sensor and prescribed teva-cephalexin antibiotic for treatment. There was no report of death or permanent injury associated with this event.